Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. E.4.: the initial reporter also notified the FDA on 20apr2023. Medwatch report # mw5117015 h6: investigation summary: a complaint of needless connector breaking off into a three-way stopcock was received from the customer. No product or photo was returned by the customer. The customer complaint of component damage - leak could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot and model number are unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement. H3 other text : see h.10.

Event description:
It was reported while using unspecified bd needleless connector there was damage on the connector. Leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: the end of the clear needleless connector broke off inside a 3-way stopcock, causing blood to back up into the IV and into the patient's bed. Potentially exposing the system to contaminates. (Patient is immobile and rn present during all turns. Many IV(intravenous) lines and no pressure placed on tubings.) Central supply and ICU manager aware. No harm caused to the patient.